Event description:
Received info reporting the activa ins was explanted due to suspected premature depletion. The fast depletion of the ins was possibly due to a short on the second lead/extension. There was also a concern that the eos showed while the battery voltage was high at 2.96v. The battery voltage increased from 2.79v on (B)(6) 2010 to 2.96v on (B)(6) 2010. The pt's second device is currently switched off. The ins and one lead were implanted on (B)(6) 2010. A second lead was implanted on (B)(6) 2010 and at this time, the ins voltage was 2.79v. Pt was seen on (B)(6) 2010 with the eos message, however, the battery voltage read 2.96v. A new ins was implanted on (B)(6) 2010. Before this ins was switched on voltage read 3.15v, after 15 minutes, this had reduced to 2.94v and after 30 minutes 2.87v. Pt's settings are, 3 active cathodes per lead set at 4.5v 450 micro seconds and 130 hz bilaterally. Impedance readings in lead one were reported as okay, in lead two as low. Lead two was switched off to see how that would affect the ins over night. It was reported as no pt injury.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.